Manufacturer narrative:
(B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The connector was not returned with the et tube. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was sent to the manufacturing facility to take precise measurements of the device. The inner and outer diameters of the tube were inspected as well as the proximal end of the tube which is where the connector attaches to the tube. After inspection, it was confirmed that the device met all specifications. No dimensional issues were found on the tube to suggest that the connector would disconnect during use. However, since the connector was not returned, it could not be determined whether or not the connector could have contributed to the complaint. (Con't) other remarks: the instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "hub disconnects from ett/during use" could not be confirmed based on the sample that was received. The et tube was returned without the connector. Upon inspection of the tube, no defects were observed. The tube was dimensionally inspected and it was confirmed that it was within specification. No dimensional issues were found on the tube to suggest that the connector would disconnect during use. A DHR review was performed on the device with no evidence to suggest a manufacturing related cause. However, since the connector was not returned, it could not be determined whether or not the connector could have contributed to the complaint. The probable cause of this complaint issue could not be determined without the connector.

Event description:
Customer complaint alleges that "the tube hub (the proximal end that doesn't go into the patient) becomes loose and disconnects from the tube." It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".

Manufacturer narrative:
(B)(4). The device sample has been received by the manufacturer. However, the investigation of said device is still in progress at the time of this report. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges that "the tube hub (the proximal end that doesn't go into the patient) becomes loose and disconnects from the tube." It was reported there was no injury or consequence to the patient. The patient's condition was reported as "fine".